Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn on the right side. A leak in the fluid path was observed due to the observed tear in the soft cannula. The start of the external tear measured approximately 0.741 inches from the nailhead and the end measured approximately 0.793 inches from the nailhead. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damage to the cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 323 mg/dl at the time of the event. The pod was worn between 36 and 48 hours on their arm. An investigation of the device confirmed that there was a tear in the cannula.